Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 16x2.5mm, de novo target lesion was located in the mildly tortuous left circumflex (lcx) artery extending to the obtuse marginal artery. After a 6f 3.5 non-bsc guide catheter was placed, a 0.014 pt2¿ guidewire was advanced to cross the lesion. Predilation was performed with a 2.0x10 non-bsc balloon catheter and a 2.5x12mm quantum¿. Subsequently, a 16 x 2.50mm taxus¿ liberté¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the sixth most distal row to the proximal end of the stent were damaged and raised from the balloon. This type of damage is consistent with the stent encountering resistance during advancement/withdrawal. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).